Event description:
A 5 mm diameter x 18 mm length racer biliary stent system was inserted into a pt for the treatment of a left renal artery lesion in 2004. The renal artery was severely calcified and tortuous. It is unknown if the lesion was pre-dilated. It was reported that the delivery system was difficult to advance to the intended lesion site. The physician was making adjustments to the stent by pulling the delivery system back and forth when the stent came off the balloon. The delivery system and the guide catheter were successfully removed from the pt, however the pt was sent to surgery to remove the stent from the femoral artery. The lesion was left untreated. The delivery system was not returned to medtronic for eval.